Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Concomitant medical products: persona crucuate retaining femur, catalog 42502806602, lot 62769617; persona natural two peg porous tibia, catalog 42530007902, lot 62733438; nexgen standard primary patella, catalog 00587806535, lot 62617945. This report is number 3 of 3 mdrs filed for the same event (reference 1822565-2017-00020 / 00021).

Event description:
Patient underwent a right knee revision procedure approximately two years post implantation due to pain and stiffness. The articulating surface as well as the femoral and tibial components were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed as the returned devices were damaged. Inspection of the returned device revealed residual bone covering the trabecular surface of the device. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.